Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported impact to the customer¿s blood glucose level. Customer was advised by technical support to use manual delivery of insulin as a backup and was sent a replacement pump. They were also instructed on how to put the malfunctioning pump into storage mode before returning it.